Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose of 36 mg/dl, which was treated with food. Customer states that blood glucose had been low for the past year. Customer was hospitalized on (B)(6) 2015 with blood glucose of 19 mg/dl. Customer had symptom of vomiting. Customer was hospitalized due to diabetic ketoacidosis and urinary tract infection. Customer was hospitalized for three days and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Cause of low blood glucose was unknown. Customer reported that insulin pump was not exposed to MRI and insulin shown in reservoir was the same as status screen. Customer was advised that insulin pump was working as designed and to contact healthcare professional regarding unexplained high blood glucose.